Event description:
A user facility reported that the vaser handpiece was inoperable during a vaserlipo procedure. This resulted in a 30 minute delay in surgery while the patient was under general anesthesia. The treatment was not able to be completed using the vaser; it was completed with the pals lipo. The area of the body treated was the back. There is no report of any patient injury. The system was not tested before the procedure. The highest amplitude level used was 90%. No system errors occurred. It is reported that the sound that the probe normally makes, was very low. The total time of the vaser delivery was 1:30 seconds of testing time before it was aborted. There is no report of patient injury.

Manufacturer narrative:
A company representative went to the user site and verified that the vaser pro console works as expected. She also successfully used her own vaser handpiece as part of testing. However, the customer''s vaser handpiece was non-functional. The investigation is underway.

Manufacturer narrative:
The user facility did not want to return the handpiece for further evaluation or repair. Since no product was returned for evaluation, no causal factors can be determined, and no conclusions can be drawn. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.